Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Field g2 report source was corrected to "internal failure analysis".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue of fraying on the instrument was identified at the beginning of the procedure while coagulation and removal of fallopian tubes were taking place. No arcing was observed. There was no collision with other instruments during the procedure. There were no problems removing the instrument through the trocar. The vessel sealer extend instrument was removed from the surgical field, and the procedure was completed with a new vessel sealer instrument. There were no fragments as the result of fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) began fraying while in use inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the customer complaint of instrument fraying, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding fraying was confirmed by failure analysis. For clarification, the vse instrument was found to have a segment of the conductor wire sticking out from the wrist. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. Also, the vse instrument was found with damaged insulation to the conductor wire. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the additional failure of insulation damage to the conductor wire to be related to the customer reported complaint. The root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.